Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient had been feeling sluggish. It was noted that the patient got "seizures" that would wake the patient at night and the patient could not move until the "seizures" passed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.